Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cleaning brush got stuck while being inserted into the olympus colonovideoscope. This event occurred during reprocessing and had no reports of patient involvement.